Event description:
Patient reported "capsular contracture" baker grade iii. Patient reported "guessing it's ruptured now" for unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "guessing it's ruptured now" for unknown side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ rupture: no observed openings in the device. Additional observations: ¿ deformation observed in the device. ¿ wear abrasion observed in the device. ¿ blue particles observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Patient reported "capsular contracture" baker grade iii and "guessing it's ruptured". Patient additionally reported ¿preventive replacement." The device has been explanted and replaced.

Event description:
Patient reported "capsular contracture" baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.